Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The system speaker was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1505-9000-000 critical care ventilator experienced a system error "alarm speaker not detected" and the backup buzzer did not work. The report was received from a single source. The reported event did not involve a patient.